Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation, that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient was on their internal trial of neoadjuvant androgen deprivation therapy (adt) and abiraterone. While on the trial, a repeat biopsy was performed reportedly four months ago and during the same procedure, spaceoar vue was immediately placed. The scan images showed most of the hydrogel was in the right place, but a minor amount of the hydrogel infiltrated the rectal wall. The patient's current condition is reported as asymptomatic. The type of radiation the patient is to receive is an external beam.